Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation. If the product is returned, lifescan will evaluate it and inform the FDA of any product that does not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 555mg/dl on the verio iq meter compared with 255mg/dl on the onetouch ultramini meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.